Manufacturer narrative:
Additional information is still being sought to obtain the implant date and if explant was completed. This report will be updated once additional information is received. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to have been reverted to a safety mode status. This device was subsequently electrically abandoned and scheduled for explant at a future date. This device currently remains implanted. No adverse patient effects were reported.